Manufacturer narrative:
The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 75% stenosed lesion in the proximal left anterior descending artery. The traveler 3.5 x 8 mm balloon catheter was advanced to the lesion and inflated to 14 atmospheres (atm). When the device was inflated for the second time, the balloon catheter ruptured at 14 atm. The lesion was further dilated with a non-abbott 3.5 x 12 mm balloon catheter. The balloon was soaked in saline prior to use, air was pulled outside the anatomy prior to use, no resistance was felt during sheath removal or during advancement and no resistance was felt during removal of the balloon catheter from the anatomy. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.